Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence despite using room temperature insulin and properly preparing cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer used more than 30 units of insulin attempting to fill tubing, then, under guidance from technical support, disconnected tubing at t:lock, filled tubing, and loaded new cartridge, after which drops of insulin were visible and insulin delivery was successfully resumed.